Event description:
It was reported that this patient had a catheter revision approximately two weeks from the date of this report. This device delivered baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).